Manufacturer narrative:
A review of the black box data showed evidence of a sudden voltage drop on (B)(6) 2015. A visual inspection of the pump showed that the battery compartment was intact with no damage. No battery cap was returned with the pump; a test cap was used and was able to fully tighten on to the pump. The pump was able to power on successfully. The pump¿s current draws were found to be within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. There was no duplication of the excessive pump temperature duplicated during testing. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.